Event description:
The patient was treated with cryoablation for bilateral fibradenomas in 2003 with the visica treatment system. The treatment was unremarkable and the patient left the office without incident. The patient called about 1 week after procedure to report that they were doing fine. Less than a week after the call, the patient contacted dr and reported that skin on one treated breast looked "reddish" and was draining. Dr. Saw the patient on labor day weekend and patient noted a patch of red, draining skin at the probe insertion site. There was no skin necrosis over the area where the fibroadenoma is located. The other treated site side looked ok and had no reaction. Dr. Consulted other physcians regarding the possiblity that the lidocaine with epinephrine may have caused a reaction and reported to sanarus that she learned that this is possible when epinephrine is injected near the skin surface. Dr. Believes that the patient had a reaction to the epinephrine, as she did not observe any anomaly with the device or procedure and did not see a similar reaction in the other breast treated with the device that day. Dr. Insisted that the skin reaction was not an infection, but a "sloughing" of the skin. The physician is in phone contact with the patient and spoke to the patient in 09/2003 and advised the patient to put neosporin on the site.